Event description:
Information received by medtronic indicated that the insulin pump's battery lasts less than expected or battery did not last more than one week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated low battery alarm. Pump received with normal operating current. Pump passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.